Manufacturer narrative:
Updated returned to manufacturer date. Investigation results indicate that the likely cause of breakage was excessive force and/or the application of a bending moment during use. The quality investigation is complete.

Event description:
It was reported that during a surgical procedure, the drill bit broke without any stress or force. It was also reported that there were no adverse consequences as a result of this event and it is unknown if there was a delay to the procedure. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting device return.

Event description:
It was reported that during a surgical procedure, the drill bit broke without any stress or force. It was also reported that there were no adverse consequences as a result of this event and it is unknown if there was a delay to the procedure. It was further reported that the procedure was completed successfully.